Event description:
It was reported that (2) devices were used during a wedge resection. It was reported by the affiliate that the zr45g reload was used with a device (the device will not be returned). The staples malformed and the surgeon used overstitches to complete the case. Another instrument was used to complete the case.